Manufacturer narrative:
Literature citation: asami, m., et al., (2025). Doac score for predicting clinical outcomes after left atrial appendage closure. Cjc, vol. 7. Https://doi.org/10.1016/j.cjco.2025.01.009. B3: event date estimated based on start date of data range (september 2019). D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown despite good faith effort attempts. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via literature that serious injuries occurred. This study was a prospective, multicenter, observational study, including 1464 patients with nonvalvular atrial fibrillation (nvaf) undergoing left atrial appendage closure (laac) between september 2019 and december 2022. The data was pulled from the ocean (optimized catheter valvular interventional) laac registry which is an ongoing, prospective, investigator-initiated, multicenter, observational study of patients with nvaf undergoing percutaneous laac with either a watchman 2.5 or a watchman flx. Of 1464 patient cases included, 555 were watchman 2.5 and 909 were watchman flx. The outcomes were not specific to device type. In-hospital outcomes included 29 bleeding events (12 major), 15 pericardial effusions, 9 access site related complications, 5 acute kidney injury, 2 atrial septal defect requiring closure, 9 infective endocarditis, and 11 with a peri-device leak equal to or greater than 3mm. Three-month outcomes included 22 all-cause death (10 cardiovascular death), 15 stroke (1 disabling), 101 bleeding events (55 major), 20 pericardial effusions, and 14 device-related thrombus. One-year outcomes included 71 all-cause death (27 cardiovascular death), 46 stroke (9 disabling), 142 bleeding events (74 major), and 45 device-related thrombus.

Event description:
It was reported via literature that serious injuries occurred. This study was a prospective, multicenter, observational study, including 1464 patients with nonvalvular atrial fibrillation (nvaf) undergoing left atrial appendage closure (laac) between september 2019 and december 2022. The data was pulled from the ocean (optimized catheter valvular interventional) laac registry which is an ongoing, prospective, investigator-initiated, multicenter, observational study of patients with nvaf undergoing percutaneous laac with either a watchman 2.5 or a watchman flx. Of 1464 patient cases included, 555 were watchman 2.5 and 909 were watchman flx. The outcomes were not specific to device type. In-hospital outcomes included 29 bleeding events (12 major), 15 pericardial effusions, 9 access site related complications, 5 acute kidney injury, 2 atrial septal defect requiring closure, 9 infective endocarditis, and 11 with a peri-device leak equal to or greater than 3mm. Three-month outcomes included 22 all-cause death (10 cardiovascular death), 15 stroke (1 disabling), 101 bleeding events (55 major), 20 pericardial effusions, and 14 device-related thrombus. One-year outcomes included 71 all-cause death (27 cardiovascular death), 46 stroke (9 disabling), 142 bleeding events (74 major), and 45 device-related thrombus.

Manufacturer narrative:
Literature citation: asami, m., et al., (2025). Doac score for predicting clinical outcomes after left atrial appendage closure. Cjc, vol. 7. Https://doi.org/10.1016/j.cjco.2025.01.009. B3: event date estimated based on start date of data range (september 2019). D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown despite good faith effort attempts. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman laa closure device remains implanted; therefore, returned device analysis could not be completed. Device history record review: the batch number of the watchman laa closure device was not provided. Boston scientific's manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Labeling review: as the specific product family is unknown, the instructions for use (ifus) for all watchman product families were reviewed for this complaint. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman laa closure device IFU lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal, pericardial effusion, thrombosis, renal impairment, infection (endocarditis), valvular/vascular damage (vessel trauma, tissue damage), bleeding (major hemorrhage), and cerebral vascular accident (cva) (additional device required, blood transfusion). Risk review: as the specific product family is unknown for this complaint, risk documentation for all watchman product families were reviewed for this complaint. A risk review was completed and confirmed that the events of implant did not seal, pericardial effusion, thrombosis, renal impairment, infection (endocarditis), valvular/vascular damage (vessel trauma, tissue damage), bleeding (major hemorrhage), and cerebral vascular accident (cva) were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.